Event description:
Customer reported that the tandem charging cable and adapter stopped working. There was no reported impact to the customer's blood glucose level. Customer technical support (cts) arranged to send replacement charging supplies.